Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call off customer's hospitalization for low blood glucose. The customer's blood glucose level at the time of incident was 432mg/dl. The customer had not treated for the high yet. The nurse states there was a bent cannula. The nurse states they had been hospitalized for low blood glucose level of 33mg/dl. The customer was advised to conduct full set change and monitor the device.